Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was feeling pain in her leg; the stimulation was not adequate in providing coverage. Attempts to determine if the patient has met with her physician for reprogramming have been unsuccessful.